Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to a treat a de novo lesion located in the proximal lad. The target lesion was reported to have 80% stenosis. The lesion was not pre-dilated. It was reported that the stent implanted in the lad at 12 atm. The stent was post dilated with 18 atm deployment pressure. No events were noted during initial deployment. The patient returned to hospital and had angiography and under expansion of the stent in question was noted; stent malapposition was noted. The patient underwent target vessel revascularisation on the same day during which the proximal lad was treated with balloon angioplasty. The investigator assessed this event as probably related to the study device and procedure but not related to the antiplatelet/anticoagulant medication . The patient recovered.

Manufacturer narrative:
Patient history includes anemia, gastric bypass, bladder cancer, pe and diabetes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no calcification, 90% stenosis, and mild tortuosity. The device was inspected prior to use and negative prep performed. No resistance encountered when advancing the stent and no difficulty encountered when deploying the stent. If information is provided in the future, a supplemental report will be issued.